Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that system error code 23023 was associated with a patient side manipulator (psm). The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 23023 appears when the power supply voltage on the cannula sensor is not as expected, indicating that the cannula sensor signal cannot be trusted. System error code 1 appears when the safety system determines that a power supply voltage was out of range. Upon determining these conditions, the safety system puts da vinci s in a recoverable safe state. The psm was returned to isi for failure analysis investigation. Engineering was unable to replicate the customer reported failure mode, however, the main harness assembly was replaced as a precaution. As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that system error code 23023 occurred while draping the patient for a da vinci s hysterectomy procedure. After the system was power cycled, system error code 1 occurred and the system would not complete power on. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No patient harm, adverse outcome or injury was reported.